Event description:
During an atrial fibrillation (afib) procedure, it was reported there were three steampop noticed while ablation. It was observed the patient had low blood pressure (60/40). Echocardiography confirmed patient had cardiac tamponade and pericardial effusion. Pericardiocentesis was performed and 1750ml of blood was drained. Additional information provided stated the patient required hospitalization for 5 days longer. Patient was fully recovered from the procedure.

Manufacturer narrative:
(B)(4). During an atrial fibrillation (afib) procedure, it was reported there were three steampop noticed while ablation. It was observed the patient had low blood pressure (60/40). Echocardiography confirmed patient had cardiac tamponade and pericardial effusion. Pericardiocentesis was performed and 1750 ml of blood was drained. Additional information provided stated the patient required hospitalization for 5 days longer. Patient was fully recovered from the procedure. The returned device was visually inspected upon receipt and it was found in normal condition. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed as well and the catheter passed specifications. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial tamponade, pericardial effusion and steam pops remain unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
(B)(4).